Event description:
Clinical review/rationale: an impella 5.5 inserted via direct right surgical artery for elective placement in a 70 year old female requiring coronary artery bypass grafting surgery. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. On day 3 of support, while in the intensive care unit, the patient's urine output was red tinged. Echocardiogram revealed the device was approximately 4.91cm and close to the papillary bed. After repositioning the device, it was separated from the papillary wall and was at 4.02 with catheter at 29cm. P level was lowered to p-4. It was reported the patient received an unknown amount of blood products, as well dobutamine was at 2.5 mcg/kg/min. The patient's international normalized ratio (inr) was 2.1 at the time. Later that day, the device was explanted. This event is conservatively reported a hemolysis prompted intervention, but there was no lasting harm or injury reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the mechanical interaction with blood could not be determined as limited clinical details were provided as to if issue resolved after repositioning and no product or logs were returned for evaluation. The cause of the injury was not determined due to insufficient clinical details. The cause of the device in wrong position could not be determined as limited clinical details were provided.